Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was receiving low cgm readings (unspecified values) for a couple of days and while getting low cgm readings (unspecified values) she experienced vomiting and nausea. So, she called her endocrinologist clinic and one of the nurses told her to go to the emergency room (ER) via ambulance. A neighbor drove her to the ER. No medication and fingerstick was performed at home. When she arrived at the ER, her bg was measured 501 mg/dl while cgm was reading from around 60 mg/dl to "low". Her sensor was removed then after knowing it was inaccurate. She was treated with IV insulin fluids for dehydration, and IV nausea medication. After a couple of hours, her bg was corrected back to normal. She went home the same day feeling better with a normal bg readings (unspecified value). No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.